Event description:
A customer contacted beckman coulter inc (bci) regarding erratically elevated prostate specific antigen (psa) results generated by the access instrument. Customer indicated that psa results were inconsistent with previous results for multiple patients. However, customer only supplied data for three (3) patients. Initial psa results were: 9.8ng/ml, 6.35ng/ml, and 6.84ng/ml for patient a-c respectively. The original samples were rested and repeated psa results were: 7.15ng/ml and 14.52ng/ml for pt a, 4.08ng/ml and 9.20ng/ml for patient b, 5.42ng/ml and 12.06ng/ml for patient c. The erroneous results were reported out of the lab and questioned by a physician. The customer did not receive any report of patient injury requiring medical intervention or change to pt treatment attributed or connected with this event.

Manufacturer narrative:
The specimens were collected in bd, sst tubes and were allowed to clot for >30 minutes before being centrifuged. The customer verbally indicated that qc was within specifications. A system check performed in 2008 passed. A field service engineer (fse) was dispatched to the customer's lab: the fse noted imprecision on the first 10 reps of each new reagent pack he loaded. The fse installed a new transducer. The fse verified the repair per established procedures and results met published performance specifications. This hardware issue was of nature that may have affected other pivotal assay and there is a possibility that treatment, or lack of treatment may have a serious impact on a pt. The root cause of the event was due to a hardware issue that the fse repaired. A malfunction will be assumed for the purpose of this report.